Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a "leak alarm sounded" after using an rt340 adult dual heated evaqua breathing circuit on a patient for eight days. It was further reported that a pin hole was found on the expiratory tube. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fph in (B)(4) for inspection. The evaqua expiratory limb was visually inspected for the reported damage. Results: visual inspection of the evaqua expiratory limb revealed a hole, about 65cm from the patient end connector. The evaqua limb appeared to have been punctured or scratched with a blunt object. A lot check revealed no other complaints of this nature for lot number 120709. Conclusion: we were unable to determine how the limb came to be damaged; however, it is likely that the use of the subject breathing circuit beyond the recommended maximum days of use had contributed to the reported fault. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 adult dual evaqua breathing circuit state: - "this product is intended to be used for a maximum of 7 days." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." - "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).